Manufacturer narrative:
Results: the second indigo system aspiration catheter 8 (cat8) evaluated was ovalized and kinked approximately 108.0 cm from the hub. Conclusions: evaluation of both cat8s revealed that the distal tips were damaged. The first cat8 was kinked and the second cat8 was kinked and ovalized. These types of damage likely occurs due to forceful handling during use. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00588.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician advanced the cat8 through a non-penumbra sheath and made two passes. Upon removing the cat8 to flush it, the physician noticed that the tip was flattened and kinked; therefore a new cat8 was used to continue the procedure with the same sheath. After using the new cat8 for three passes, the physician removed it in order to flush it. However, upon removal, the physician noticed the same flattening and kinking of the cat8 tip; therefore a third cat8 was used to complete the procedure. It was reported that the physician experienced slight resistance upon inserting the complaint cat8s into the sheath. There was no report of an adverse effect to the patient.